Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm. Customer's blood glucose level at the time 136 mg/dl. Customer also reported having a previous high blood glucose level of 415 mg/dl. Troubleshooting occurred, and it was determined that the infusion set was occluded. No additional information is provided.